Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow up, the customer reported no further issues with the pump. Device not returned.

Event description:
It was reported that the cartridge luer lock became disconnected from the infusion set luer lock. The customer was not sure how it occurred. Blood glucose was 400 mg/dl. As the event occurred in the past, a cause of the event could not be determined.